Manufacturer narrative:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) began to expand outside of the device. Additional information was received indicating that the device received, did not deploy, got stuck, popped out and got stuck in sheath. There was no reported patient injury. The device storage temperature did not exceeded 25 °c. The device was removed from the packaging, as per the instructions for use (IFU). The user was trained on the use of the mynx device. The mynx was intended to be used following an interventional peripheral. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial femoral and was 6mm in size. The stick location was at the medium level. The sheath used in conjunction with the mynx was a 5f non-cordis device. There was no excess force applied during insertion. There was no resistance/friction experienced as the mynx vcd was advanced through the sheath. Hemostasis was achieved with manual compression. Manual compression was held for five minutes. A non-sterile 5f mynxgrip vcd involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was disengaged from the black handle with stopcock open, the procedural sheath was fully retracted to the shuttle cartridge hub, and the advancer tube and sealant were observed to have covered the balloon proximal tip as received. The syringe was not returned with the device. The condition of the returned device indicates a device deployment jam. The shuttle cartridge and the advancer tube were inspected for damages that may have contributed to the reported failure. No visual damages or anomalies were observed. Resistance was felt when the shuttle cartridge being pulled back to the black handle. The sealant was loosening from the device, and the shuttle was able to be retracted to the black handle without issue. The advancer tube was proximally pulled back for functional testing and found properly engaged to the proximal tamp lock, per the mynxgrip instructions for use (IFU). The condition of the returned device indicates a device deployment jam, resulting in the device being stuck during the procedure. Visual inspection at high magnification found that the sealant was soaked in blood and a portion of the sealant proximal end was wedged between the outer cartridge tubing and the advancer tube. The condition of the returned device is consistent with a device deployment jam and indicates that the sealant may have been prematurely hydrated; and during shuttling and unsheathing step, the sealant was dragged into the clearance between the outer cartridge tubing and the advancer tube, hindering the device from unsheathing the sealant during the procedure. The procedure sheath, catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during the procedure. No anomalies were observed. A product history record (phr) review of lot f1906402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant device deployment jam¿ was confirmed through analysis of the returned device since resistance was experienced. However, the exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and the investigation performed, the issue might have been caused by procedural/handling factors as evidenced by the prematurely swollen sealant stuck to the shuttle, and the portion wedged between the outer cartridge tube and advancer tube. If high tension was applied to the balloon during the shuttle deployment step, this can result in a tight seal at the tip of the sheath, and as the device is advanced, blood can be trapped inside the sheath and caused the sealant to hydrate prematurely, especially if the stopcock of the sheath was not opened. As the sealant prematurely swells, it increases the profile of the sealant which can prevent the procedural sheath/shuttle from being advanced/retracted during the procedure and adhere to device components. Per the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it instructs the user to open the procedural sheath¿s stopcock prior to shuttling down while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Then, detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) began to expand outside of the device. Additional information was received indicating that the device received, did not deploy, got stuck, popped out and got stuck in sheath. There was no reported patient injury. The device storage temperature did not exceeded 25 °c. The device was removed from the packaging, as per the instructions for use (IFU). The user was trained on the use of the mynx device. The mynx was intended to be used following an interventional peripheral. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial femoral and was 6mm in size. The stick location was at the medium level. The sheath used in conjunction with the mynx was a 5f non-cordis device. There was no excess force applied during insertion. There was no resistance/friction experienced as the mynx vcd was advanced through the sheath. Hemostasis was achieved with manual compression. Manual compression was held for five minutes.